Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the gastrointestinal videoscope exhibited scope communication error (e216). The issue was identified at the time of inspection for use. There were no reports of patient harm.